Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an inappropriate pacing spike observed on cardiac monitoring for the patient while the external pulse generator (epg) was in use. It was noted that maximum sensitivity was programmed for the epg and the patient had an underlying rhythm present. Unjustified stimulation from the epg was observed and the patient's hemodynamic stability was compromised. It was noted that it appeared that the epg was not detecting natural electrical impulses from the ventricle. The patient cable was disconnected from the epg and regular sinus rhythm was observed with no rhythmic disturbance. The epg was reconnected with no abnormalities detected and there was no change made to the set parameters. Approximately two hours later, new erratic pacing spikes were observed, with hemodynamic repercussions. The patient cable was disconnected again and the patient's own rhythm was regular sinus rhythm at 60 beats per minute (bpm). The patient cable was again reconnected to the epg. Three irregular stimulations were observed and iatrogenic torsade de pointes occurred. The patient experienced cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was initiated and the patient was massaged for five minutes. The patient received three 200 joule (j) defibrillation shocks on medical orders. The patient was ventilated and intubation was delayed in view of the progress of the CPR and artificial ventilation was not carried out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that there was an inappropriate pacing spike observed on cardiac monitoring for the patient while the external pulse generator (epg) was in use. It was noted that the epg passed the incoming tests 1,2 on the automated test system. The long-term test was performed. The endurance performance was passed. The debug tests for atrial and ventricular sense issues failed. The incoming tests 3,4 for the rapid rate pulse issue and the read uut serial number failed, respectively. The optional final test to check the printed circuit board (pcb) was passed. The pcb and liquid crystal display(lcd) were replaced. The final test on the automated test console passed. The epg then passed all tests with no visual/electrical anomalies. The epg conformed to specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection the d71 on the main board was damaged and had some white cast. The main board and lcd were assembled into an golden unit. The lcd ran on tester and passed all tests. The epg ran on tester and passed all tests except atrial sense led. The d71 was replaced and the main board passed all tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.